Manufacturer narrative:
The instrument has not been returned for eval. We are following up with the customer to have the instrument returned. The most likely cause for this kind of damage is stress overload; from handling or retracting heavy tissue which our IFU warns against.

Event description:
Allegedly, during a procedure, both jaws broke off and fell into the pt. The doctor immediately removed the jaws. The procedure was completed with no injury to the pt.